Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump was displaying air-in-line alarms when infusing gemzar and olympta chemo agents, which was not reproduced during evaluation. A review of the event history log identified 'pump was displaying air-in-line alarms when infusing gemzar and olympta chemo agents. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced air in line alarms when infusing gemcitabine and "olympta" (chemotherapy agents) in the oncology center. There was no known patient injury or medical intervention associated with this event. No additional information is available.